Event description:
It was reported that leakage occurred between the bd maxzero¿ needleless connector and syringe connection during the infusion. This happened with approximately (B)(4) different units over the course of 45 days. The following information was provided by the initial reporter, translated from (B)(6): "in the infusion with a syringe (small volume 5 ml and in those of 20 ml), there is an extravasation of medication between the connection of the intravenous device and the valve connector." "How many units had the reported deviation? The complaint started 45 days ago and we saw an average of 25 patients and all devices had problems ((B)(4)). Was there any impact on the patient/healthcare provider? (Detail) there was an impact because sometimes we had to repuncture again, thinking that the catheter was not located in the access, when in fact it was a connector defect. Was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) there was contact of blood, saline solution and anesthetic in the patient's dermis when the connector leaked. This also had an impact on changing the sheets that got bloody. Was there a need for medical intervention due to what happened (administration of medications, etc)? (Detail) there was no need for medical intervention."

Manufacturer narrative:
Investigation summary: an mz1000-br product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21056477. The feedback provided by the customer appears to indicate that the leakage was observed from the connection of the maxzero to an unknown infusion set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21056477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000-br product.

Event description:
It was reported that leakage occurred between the bd maxzero¿ needleless connector and syringe connection during the infusion. This happened with approximately (B)(4)different units over the course of 45 days. The following information was provided by the initial reporter, translated from portuguese: "in the infusion with a syringe (small volume 5 ml and in those of 20 ml), there is an extravasation of medication between the connection of the intravenous device and the valve connector." "¿ how many units had the reported deviation? The complaint started 45 days ago and we saw an average of 25 patients and all devices had problems ((B)(4) units). ¿ was there any impact on the patient/healthcare provider? (Detail) there was an impact because sometimes we had to repuncture again, thinking that the catheter was not located in the access, when in fact it was a connector defect. ¿ was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) there was contact of blood, saline solution and anesthetic in the patient's dermis when the connector leaked. This also had an impact on changing the sheets that got bloody. ¿ was there a need for medical intervention due to what happened (administration of medications, etc)? (Detail) there was no need for medical intervention."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-01 h6: investigation summary two mz1000-br samples were received for investigation. One sample was received without packaging and the other was received in opened packaging from lot 21056477. Residual blood was present in both samples. Pressure testing of the returned sample did not identify any potential sources of leakage throughout testing; a visual inspection did not identify any damage or manufacturing defects which may have resulted in the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21056477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br product in the past 12 months. H3 other text : see h10

Event description:
It was reported that leakage occurred between the bd maxzero¿ needleless connector and syringe connection during the infusion. This happened with approximately 1125 different units over the course of 45 days. The following information was provided by the initial reporter, translated from portuguese: "in the infusion with a syringe (small volume 5 ml and in those of 20 ml), there is an extravasation of medication between the connection of the intravenous device and the valve connector." "¿ how many units had the reported deviation? The complaint started 45 days ago and we saw an average of 25 patients and all devices had problems (1,125 units). ¿ was there any impact on the patient/healthcare provider? (Detail) there was an impact because sometimes we had to repuncture again, thinking that the catheter was not located in the access, when in fact it was a connector defect. ¿ was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) there was contact of blood, saline solution and anesthetic in the patient's dermis when the connector leaked. This also had an impact on changing the sheets that got bloody. ¿ was there a need for medical intervention due to what happened (administration of medications, etc)? (Detail) there was no need for medical intervention."

Manufacturer narrative:
H6: investigation summary an mz1000-br product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21056477. The feedback provided by the customer appears to indicate that the leakage was observed from the connection of the maxzero to an unknown infusion set. As part of the investigation the customer also provided a video of the affected product; analysis of the video confirmed the customer's experience, with leakage observed from the connection of the maxzero to the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21056477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br product in the past 12 months. H3 other text : see h10.